Event description:
It was reported that a flogard infusion pump experienced an unknown error. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and power on self-test an "open door" alarm was identified. The cause of the alarm was a missing magnet. The magnet was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.